Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01630 / 01631).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, dysfunction, damage to surrounding bone and tissue, soreness, loss of range of motion, lack of mobility, elevated metal ion levels, and metal poisoning. Legal counsel for patient further alleges presence of gray metallosis was noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced with an active articulation liner and modular head during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in revision operative report noted patient underwent a right hip revision on (B)(6) 2012 due to discomfort. Operative report noted the presence of a cyst, clear serous fluid, gray metallosis, anterior osteophytes and no evidence of infection. The modular head and taper adapter were removed and replaced.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, dysfunction, damage to surrounding bone and tissue, soreness, loss of range of motion, lack of mobility, elevated metal ion levels, and metal poisoning. Legal counsel for patient further alleges presence of gray metallosis was noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head and taper insert were removed and replaced with an active articulation liner and modular head during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.